Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 104 mg/dl at the time of the call. Customer does not use the sensor feature on the pump. Customer states they are unable to complete the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted in force sensor. The insulin pump passed basic occlusion and displacement tests. No motor error alarms noted. The insulin pump was unable to perform occlusion and excessive no delivery alarm tests due to prime anomaly. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.